Event description:
The safety, retractable dermatotomy tool (blade/scapel) provided in the bard access systems safety universal micro-introducer kit has been failing to retract fully. One nurse sustained a sharps injury due to the failure to fully retract.

Event description:
Add'l info rec'd from MFR 8/23/04: the reported event in the medical device report is attributable to the safety scalpel that is contained in the kit manufactured by bard access systems. Our investigation has revealed that this is a supplier related issue and the 'not complete retraction of the blade' is an intermittent and random occurrence. At this time, we have instituted a 100% functional inspection of the scalpel at our manufacturing facility until the supplier identifies a root cause and implements corrective action(s).